Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and unexpected restart alarms. The customer¿s blood glucose level was unknown. The customer reported that they had received button error and unexpected restart alarm after battery change, also the buttons were not responding. The customer reported that the time clock was advancing. The customer unable to troubleshoot low blood glucose due to button error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.